Manufacturer narrative:
H4: the lot was manufactured between july 17, 2023 and july 18, 2023. H11: the device and a photograph were received for evaluation. The returned photograph was reviewed, and it was noted that there was a black particle inside the fill port. When the photograph was zoomed in for closer examination, the black particle appeared to be inside a drop of fluid. The intermate device had been filled with fluid by the customer when the black particle was observed inside the fill port. The actual sample was visually inspected, and the device contained fluid inside the bladder. When the fill port cap was opened for visual inspection of the black particle, no evidence of a black particle was observed inside the fill port. Both the fill port and the fill port cap were inspected under the microscope, but no evidence of a black particle or particulate matter was found. Based on the evaluation result, the black particle from the customer's photograph may have inadvertently fell out of the fill port before the customer returned the device. The reported condition was verified during review of the returned photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a particulate resembling "ink" was observed on the fill port of a small volume intermate. This was found during compounding process. There was no patient involvement. No additional information is available.